Manufacturer narrative:
The device was not received at the time of this report; therefore, no physical analysis of the device can be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." The supplied image does not appear to present any indication of damage to the thruway wire or the jetstream catheter; it does present a build-up of tissue on the portion of the undamaged wire visible at the distal tip of the jetstream catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. The patient information was not provided at the time of this report. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
No issues removing from packaging. There was an issue removing from patient. The wire and jetstream were stuck and had to be removed all in one. No patient complications. No injury to the patient.

Manufacturer narrative:
Please note the correct date in section b4 for the initial 30 day MDR report is 04-jan-2022 instead of 20-dec-2021.

Manufacturer narrative:
Device evaluation: as received, the specimen consisted of one-1 each unidentified thruway device; returned coiled, loose and double bagged in "zip-lock" style poly biohazard pouches. The specimen wire was returned following removal from the jetstream device by boston scientific. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates that during manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The specimen presented a .05560" diameter dried tissue mass adhered to the wire shaft 39.65 to 40.65cm from the distal tip and kinks/bends of varying frequency and severity scattered over the length of the device. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that clinical and/or procedural factors have contributed to the event as reported. The patient information was not provided at the time of this report. If any further relevant information is provided, a follow up medwatch will be submitted.